Manufacturer narrative:
(B)(4). Device evaluation indicated that the lead splitter passed all tests performed. Visual/x-ray inspections and impedance test were performed to ensure the device integrity. No anomalies were found. (B)(4) - device evaluation indicated that all cables were fractured at the proximal retention sleeve. Cables are exposed. The setscrew mark was visible on e16. (B)(4)- device evaluation indicated that three cables (e5, 6, and7) were fractured between #12 and #13 in the proximal electrode array. Cables are exposed. The setscrew mark was visible on e16.

Event description:
A report was received that several contacts were producing high impedances. The patient underwent a revision procedure wherein the leads and lead splitters were replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that several contacts were producing high impedances. The patient underwent a revision procedure wherein the leads and lead splitters were replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3400-30 serial #: (B)(4). Description: infinion splitter 2x8 kit (30 cm) model #: sc-2316-50 serial/lot #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that several contacts were producing high impedances. The patient underwent a revision procedure wherein the leads and lead splitters were replaced. Device malfunction was suspected. The patient was doing well postoperatively.